Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results and had been encountering an e-2 error issue when trying to test her blood (with a vial of test strips she no longer has). Customer needed assistance with obtaining a result. (B)(6), daughter, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 38 mg/dl. The customer's expected fasting blood glucose test result range is 120 to 130mg/dl. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The customer reported symptom of staring without much movement on (B)(6) 2016 and after several trials they got a blood glucose reading of 38 mg/dl. She then mentioned that she had to call 911 and an ambulance was dispatched out the residence. She had been given her 3 tablespoons of sugar, 1 liquid glucose shot and 1 tablespoon of peanut butter while waiting for the ambulance to arrive. When they did they also gave her peanut butter crackers and before leaving tested her again where she read at 92 mg/dl @ 9:06pm. She didn't need to be hospitalized. The product is stored according to specification but customer admitted to possible leaving the lid open. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced test results of 86mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). She hadn't made any changes to her diet but about a month ago her doctor had changed her insulin intake from 20 units during the day/20 units at night to 20 during the day/10 units at night.